Event description:
It was reported the patient¿s first implant ¿dislodged¿ and was replaced in (B)(6) 2011. Patient noted the implant didn¿t work any better than their current implant. The patient never had therapeutic effect but did note it would occasionally give her a little bit of relief where they could sleep for three hours but they also thought that could have been because they were super tired.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# v142990, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type lead. (B)(4).